Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his blood glucose level went up to 451 mg/dl. He treated his blood glucose level with a manual injection, bolused with the insulin pump, and changed his infusion set. The infusion set cannula was bent. The insulin pump alarmed no delivery. The customer resolved the alarm by changing the complete set. The device was not returned.